Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "ec345" was reproduced. A review of the event history log revealed "system error 345 -thermistor disparity" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the force sensor thermistor wire which was found exposed and corroded. The force sensor required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed ec345 (thermistor disparity) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.